Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited oversensing and high out of range impedance measurements. Additional information was received that the lead was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this pacemaker and right atrial (ra) lead exhibited oversensing of noise and low pacing impedance measurements of less than 250 ohms. An ra lead insulation breech was suspected. The physician elected to monitor the situation and the patient was prescribed a 24 hour holter monitor to review intrinsic activity. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned. This report will be updated if the device is returned and analyzed.

Event description:
Additional information was received indicating that this patient's right ventricular (rv) lead caused muscle stimulation while pacing. A revision procedure was done and the patient's old system was taken out-of-service due to the previously reported product experiences. The pacemaker was explanted and the ra and rv leads were surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
--

Event description:
--